Event description:
The rental customer reported that the 3100a did not meet a performance specification. The driver displacement indicator (ddi) display would drift after several minutes. There was no pt involvement at all.